Manufacturer narrative:
The manufacturer¿s international service technician performed operational testing and duplicated the reported issue. The blower assembly was determined to be the cause, so it was replaced. Check test was performed then no abnormality was confirmed.

Event description:
The international customer reported the v60 unit displayed occurrence of check vent "blower temperature high". The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
.

Manufacturer narrative:
Device evaluation & resolution and disposition. Device evaluation: blower assembly was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the blower assembly outer surface revealed no evidence of damage or contamination. Blower assembly inner visual inspection of the impellers and surroundings did not reveal any signs of rubbing, damage, or contamination. Before applying power to the blower assembly the lm20 temperature sensor output was verified with a dc power supply set to 5.0 volts. Lm20 normal output spec (20- to 25-): 1.57 vdc to 1.63 vdc. Lm20 measured output: 1.61 vdc with the dc power supply set to 5.0 volts. The blower assembly was installed into a test ventilator and was booted up in normal ventilation to verify the ventilator remains operational with no errors detected. The test vent booted up and delivered breaths on ac. The ventilator was powered on normal ventilation mode with no errors detected. Further operational and functional testing were performed in an effort to duplicate the report of check vent "blower temperature high". Resolution and disposition: the blower assembly passed all testing. A high blower temperature alarm could not be duplicated. There were no faults found with the blower assembly. Therefore, the root cause for the customer's report is undetermined.